Event description:
On (B)(6) 2015, the reporter contacted animas reporting a motor noise issue the pump and the patient discontinued pump therapy. The patient reportedly experienced a blood glucose (bg) value greater than or equal to 500mg/dl and had symptoms of nausea, vomiting, shortness of breath and chest pain. It was noted that the exact bg measurements were not provided. The patient reportedly had chest pain and shortness of breath prior to the bg issues. It was also noted that the patient had asthma and unable to eat. The patient stated that the hcp refused to see her and that she was given a prescription for levamir. There is no additional information for this complaint. This complaint is being reported because the patient experienced an adverse event and due to the alleged motor noise issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/10/2015 with the following findings: the returned battery cap and returned cartridge cap were used to complete testing. During evaluation, the rewind, load and prime sequence steps were successfully performed on the pump with no issues. The motor was found to have a normal sound. There were no motor alarms observed in the alarm history and no motor alarms were duplicated during testing. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The reported "motor" issue complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.